Event description:
Additional information was received from the site that the handheld was not dropped, nor was a crack seen prior to shipping it back. It is possible this event occurred in transit.

Event description:
A vns programming site called and reported that they noticed that their (B)(6) handheld computer was stuck on the align screen. The caller says they tried to follow the procedures to align the screen, but said that the little cross moves around the screen, but keeps going through this procedure. The caller performed a hard reset, and cleared all the data in the memory. The caller confirmed that the handheld rebooted, and went back to the screen alignment procedure. The cross continued to move around the screen when pressed, but would not proceed past this step. The caller continued for approximately 3 mins, but still said it was on this screen alignment procedure. The handheld was returned for analysis. During the analysis, it was identified that the display was cracked and unresponsive on the right-hand side. The cause for the cracked screen is unknown, but is typically associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device malfunction caused event, but did not cause or contribute to a death or serious injury.